Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 98 mg/dl. The customer stated that she was asleep and had her insulin pump in her bra prior to receiving the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm. However, insulin pump had a button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clips lot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.